Event description:
Difficulty was experienced deflating the balloon following stent deployment.

Manufacturer narrative:
Initially, the info cordis received indicated that difficulty was experienced inflating the balloon. However, the info received with the actual product was returned indicated that difficulty was experienced crossing the lesion and was not applicable to the original complaint.